Event description:
According to the available information prior to opening the package a particle or hair was found inside the packaging.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints, and we didn¿t find any other complaint on the lot number 9429270. Checking the quality databases revealed no anomaly in connection with the described defect.